Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The sample was classified as poor sample condition and several tests could not be carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" Patient code: (B)(4).

Event description:
It was reported that it was difficult to remove the catheter although water seemed to have been withdrawn from the catheter. Allegedly, a urologist confirmed a projection at the distal end of the catheter by an ultrasound examination. It was thought that the lead wire seemed to be pressed to the distal end side of the catheter, and allegedly caused resistance against the removal of the catheter. The urologist had cut the inflation lumen and the thermistor wire to remove the wire. The catheter was able to be removed without any resistance. Additional information was received on (B)(6)2018 that the ultrasound examination was required to remove the catheter. The distal end of the catheter was not damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to remove the catheter although water seemed to have been withdrawn from the catheter. Allegedly, a urologist confirmed a projection at the distal end of the catheter by an ultrasound examination. It was thought that the lead wire seemed to be pressed to the distal end side of the catheter, and allegedly caused resistance against the removal of the catheter. The urologist had cut the inflation lumen and the thermistor wire to remove the wire. The catheter was able to be removed without any resistance. Additional information was received on 12-nov-18 that the ultrasound examination was required to remove the catheter. The distal end of the catheter was not damaged.